Manufacturer narrative:
A complete lead was returned in one piece measuring 51.6cm. Analysis was completed. No lead anomalies found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-07092. It was reported the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was observed the atrial and right ventricular leads had an increase in capture threshold. An x-ray was completed to reveal both leads were dislodged. The leads were explanted and replaced. The patient was stable and discharged.